Event description:
Nurse placed tube at bedside. The following day, after taking an x-ray, it was noticed that the pt had a perforated small bowel. Important to note that pt has chromosome anomalies, and had a history of sloughing of the bowel one week prior to tube insertion. Tube was discarded.